Event description:
Device returned for non-specified repair. No patient impact reported. Report escalated to complaint on evaluation due to the footed portion being cut and detached. On follow-up it was noted that this was identified during set-up and it was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the foot was cut and detached. On follow-up it was confirmed that there was no patient impact. Event date estimated. The user manual contains the following warning # the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, op the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."